Manufacturer narrative:
Other relevant device(s) are: micra, model: mc1vr01-delsys / expiration date: 14-04-2021 / serial#: (B)(4), UDI #:(B)(4), device available for evaluation: yes, dev rtn to MFR: no, mfg date: 07-nov-2019, labeled for single use: yes, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the leadless implantable pulse generator (ipg) delivery system deployed without operator input. The system was explanted and replaced. No patient complications have been reported as a result of this event.